Event description:
The customer reported that the system displayed a low ma error. The field engineer noted that the system displayed low ma and then displayed a high ma error once during a case and the system shut down without command. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.